Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported that the right atrial lead was explanted after having been previously capped and replaced on (B)(6) 2011. Further information was requested, but not yet available.